Event description:
It was reported that the device recognizes that it has a patient control but says cord not attached. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. The remote dose connector was replaced to address the issue. The dso seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.